Manufacturer narrative:
(B)(4). A DHR review of product code 833-123, lot number 02l0901891 could not be conducted at this time since it is no longer file at teleflex nuevo laredo. No corrective action can be implemented due to the lack of product sample and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
It was reported that when the doctor pressed on the capio device, the suture broke and the bullet was stuck in the capio. There was no patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A complaint history review was conducted on the product family from 08-nov-2017 to 04-jan-2019. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. The device history review could not be conducted since the lot number was not provided. No corrective action can be implemented, and the customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the doctor pressed on the capio device, the suture broke and the bullet was stuck in the capio. There was no patient injury.